Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device. Medwatch submitted : mw5069790.

Event description:
Report received stated in event description "I had a full shoulder replacement of my left shoulder on 2012. Since then, my left shoulder has had multiple subluxations and three major subluxations wherein my left shoulder separated to the point where I could see visually the prosthetic ball of the upper arm building under the skin. Each time I have developed bursitis (sic) and limited range of motion and loss of strength issues ([?])". (Refer to medwatch mw5069790).

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device. Medwatch submitted : mw5069790.